Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. A technical safety check was performed on the unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications. In addition, no anomalies were found in the device history record (DHR) for the generator. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. There are many possible causes for the inadvertent thermal damage. There are many warnings in the equipment's user manual in which one or more could apply to the reported event. However, with the limited amount of information provided, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe electrosurgical unit (esu/generator) was used in a surgery to address an umbilical hernia in a patient. No details involving the settings were provided. Upon the procedure, a 3rd degree burn/necrosis of approximately 1.5 cm2 was discovered on the abdominal wall of the patient. It was approximately 5 to 7 cm above the umbilicus. A plaster was applied to the burned/necrotic tissue. No further intervention work was reported. The generator is a similar unit that is distributed in the u.s. The unit was distributed by (B)(4).